Event description:
It was reported that the external pulse generator (epg) was not working as it was unable to make any menu selection or change settings with any of the knobs. The epg was beyond its service life and its status is unknown. There was no patient involvement.